Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash all over his body that he described as red dots, itchy and bleeds. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised to leave lifevest off until after the results of the echo. Patient reported the rash was not caused by the lifevest however this was not confirmed by a medical professional. Outcome of the rash is unknown. Reporting out of abundance of caution.